Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a stylet broke during use with a unspecified bd catheter. The following information was provided by the initial reporter (social media posting), "it was reported that the catheter stylet bent." 2 occurrences reported.

Manufacturer narrative:
This device is a bard device and should have been opened in the bd 2 trackwise system. A new complaint file has been opened in the bd2 system to capture this complaint. Please consider this MDR as cancelled.

Event description:
It was reported that a stylet broke during use with a unspecified bd catheter. The following information was provided by the initial reporter (social media posting), "it was reported that the catheter stylet bent." 2 occurrences reported.